Event description:
Event description guidant received information that after explantation, this coronary sinus lead was found to have two areas of damaged insulation near the connector. It was noted that there were several kinks in this part of the lead. Additional information was received that stated the lead exhibited out-of-range impedance values, low amplitude, and high pacing thresholds which was the reason the lead was replaced.